Event description:
It was reported by the customer that a pyxis anesthesia es system required for fingerprint when user tried to remove a controlled substance during a procedure, re-verification function time-out period has passed but not allow users to access. The customer added that the machine stated, "cannot remove medication" and they had to completely log out of machine and log back in. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident the device's logs showed that the station displayed a biometric error when user tried to access medications. A technical support specialist deployed the knowledge article (B)(4)-unable to enter waste amount on pas es; number keys unresponsive and rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system required for fingerprint when user tried to remove a controlled substance during a procedure, re-verification function time-out period has passed but not allow users to access. Customer added that the machine stated, "cannot remove medication" and they have to completely logout of machine and log back in. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the device's logs showed that the station displayed a biometric error when user tried to access medications.a technical support specialist deployed the knowledge article 000011539 unable to enter waste amount on pas es; number keys unresponsive and rebooted the device to resolve.the system functioned as intended.